Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula damaged (broken), found broken part next to sensor base. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they were unable to enter auto basal. The customer's blood glucose was 400 mg/dl. The customer's current blood glucose was 427 mg/dl. Dad checked blood glucose value at 2 that morning and it was 142mg/dl. The customer treated with insulin pump. The customer declined to troubleshoot for high blood glucose. The devices will not be returned for analysis.